Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that flexima rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. According to the complainant, upon deploying the stent, an area broke between the two catheters and the delivery system. The clear guide catheter stayed inside of the stent, and both the stent and broken catheter had to be removed with a snare. Another guidewire was manipulated within the duct, and then another stent was opened and placed to complete the procedure. This process took a total of 20 additional minutes which required the patient to be under anesthesia longer. No patient issues were reported as a result of this event.